Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.